Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized due to high blood glucose event on (B)(6) 2024. The blood glucose level at the time of hospitalization was 600 mg/dl and current blood glucose value was 213 mg/dl. The patient was having symptoms of nausea and was feeling sick, unwell, tired and weak at the time of hospitalization. The duration of hospitalization was more than 24 hours, and the patient was treated with manual injections and intravenous (IV) infusion which was disconnected this morning. No further information available.